Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, hematoma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone breast augmentation with two 275cc mentor memorygel breast implants, suffered left breast capsular contracture (baker grade iii), breast asymmetry, and right breast implant device migration, post-procedure. In addition, the patient also suffered significant bruising on the left breast, which they had to undergo draining of blood on two occasions. The left breast was described to be up too high and tight and the right breast was down low, with its pocket stretched, resulting in lateral drift when the patient laid on their back. As a result, the patient underwent left breast capsulotomy, partial capsulectomy, right breast capsulorrhaphy, and bilateral removal and then bilateral replacement with the following devices: (left) 350cc mentor memorygel breast implant catalog: 3503504bc, lot: 7725500, sn: (B)(4) and (right) 350cc mentor memorygel breast implant catalog: 3503504bc, lot: 9512468, sn: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 275cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusions to pathology for examination. A hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at any time, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).